Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The second report of two from the same facility. Cross reference with MFR # 3006697299-2013-00043. An excel 23khz standard tip (lot 1115963), c4601s was used as a replacement tip for #3 (pr89993) but, the end of tip broke off after 10 minutes of use during a lobectomy. There was no delay in surgery other than the time for replacing the tip. The settings were; suction 70, irrigation 30, vibration 70 and the hand piece had the cem nosecone attached to it. The tip did not come in contact with any other instrument or tool. There was no injury to the patient and surgery was completed with another replacement.